Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was failed and not detected on bus. A field service engineer inspected the station and identified all pockets in drawer 2.1 were off bus despite diagnostic light emitting diodes (led) indicating normal operation, reseated all drawer controller connections and restarted the station, after which all pockets returned on bus, verified functionality in both the application and hardware test application (hta) diagnostics with no issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 failed with error and not detected on bus. Attempted recovery and performed restart of the pyxis station but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.